Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:1627487-2019-12223. It was reported that following the recovery of the patient's ipg from surgery mode (related manufacturer reference number: 1627487-2019-10934) therapy was unable to be started due to an open circuit. Rep was unable to program around the issue and x-ray imaging did not reveal any anomalies. Surgical intervention was undertaken on (B)(6) 2019 wherein the system was explanted and replaced. Issue resolved.